Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the the programmer would not boot up and the fan was very loud. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not boot up, however it was noted that the programmer did take one minute to fully boot and it was reconfigured and the software reloaded. Analysis was able to confirm the customer comment that the system fan was noisy and it was therefore replaced. It was noted that the hard drive was less than 100% and it was therefore replaced and reimaged as a preventive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.